Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not working properly, there was no adverse impact to the customer's blood glucose level. Reportedly, the pump was restarted and resumed insulin delivery successfully.